Event description:
Physician reported right side rupture. Device has been explanted.

Manufacturer narrative:
Continued e.1 : (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required as no manufacturing issues are observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observe opening on posterior side assessed as fold flaw opening. As per the investigation procedure creases and non-penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data.

Event description:
Physician reported right side rupture. Device has been explanted.